Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.5x15mm nc trek was advanced to the left anterior descending (lad) coronary artery, moderately calcified lesion, for stent post-dilatation. Balloon inflation was performed to 16 atmospheres; however, this was noted as a slow process. Following, the balloon was unable to deflate at first. The same indeflator was able to deflate the balloon, slowly. There was no intervention needed to deflate the balloon. The device was removed without reported issue. Once outside the anatomy, balloon inflation and deflation were performed, however, both were noted as slow processes. There were no adverse patient effects and no reported clinically significant delay. No additional information was available regarding this issue.